Event description:
During unspecified cath lab procedure, pt experienced heavier bleeding than expected after sheath pull. Subsequent comparison of act-lr results from signature+ instrument used vs. Another signature+ instrument indicated a 100 second inconsistency. Pt treated with direct pressure with no impairment reported.

Manufacturer narrative:
Manufacturer evaluation / investigation currently in process.